Event description:
During coiling of an intracranial aneurysm, the physician experienced resistance with the guidewire. The physician removed the guidewire and observed "coating off" at the distal end of the guidewire. The procedure was continued with another of the same device. Post procedure, the patient remained unconscious and was hemiplegic.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis found the polytetrafluoroethylene (ptfe) coating was partially pealed 43.0cm from the proximal end, and brass collect markings appeared to be on the guidewire. The torque device returned had peeled off ptfe coating stuck in the brass collet. The ptfe peeling at the proximal end of the guidewire is indicative of insufficient tightening of the torque device. The synchro¿s direction for use (dfu) instructs that insufficient tightening down of the torque device can lead to this type of peeling. The nitinol tubing was separated on its distal section, 20.8cm from its distal end, and slightly stretched at the separation site. No evidence of peeling/flaking was observed at the distal end of the guidewire. White discoloration 20.8cm from the distal end was observed through microscopy. The nitinol tubing proximal bond was in place and no bond joint anomalies were observed. Further analysis with fourier transform infrared spectroscopy (ftir) confirmed coating delamination at the distal end of the guidewire. Energy dispersive spectrophotometer (eds) identified the presence of chlorine on white areas suggestive that these areas are a form of a disinfectant. Information obtained from the user facility confirmed that the guidewire had been advanced multiple times and that resistance was encountered during guidewire advancement. Also, that the guidewire had been disinfected prior to returning it to the manufacturer. Therefore, it is possible that the coating delamination may have occurred due to guidewire manipulation during advancement and withdrawal and/or the decontamination process at the user facility. Scanning electron microscopy of the fracture site revealed evidence of torsional stress. It is likely that the nitinol tubing separated as a result of excessive force or manipulation during procedure. Based on all the information available, it is not possible to determine the cause of the reported event.

Event description:
During coiling of an intracranial aneurysm, the physician experienced resistance with the guidewire. The physician removed the guidewire and observed ¿coating off¿ at the distal end of the guidewire. The procedure was continued with another of the same device. Post procedure, the patient remained unconscious and was hemiplegic.